Manufacturer narrative:
Evaluation of the returned complaint sample is pending at the time of submitting initial report. A follow up report will be filed when investigation is complete.

Event description:
The user facility reports one event of a cut or slice in the pump segment tubing that occurred 1.5 hrs into treatment. Due to potential for contamination, blood volume in the extracorporeal circuit was discarded resulting in ebl > 250cc. No patient injury is reported. Vancomycin was administered prophylactically. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.